Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the btt balloon on the vaso view hemopro burst while in the pt. However, nothing fell into the pt. The syringe was not full, but no particular measurement was given. The case was completed using a vasoview 6 pro accessory kit.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).